Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil. H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill bit broke during the procedure. The fracture was identified intra-operatively, and the proper surgical technique was used. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2;e1; e2; e3; g1; g3; g6; h1; h2; h3. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a drill bit broke during the procedure. The fracture was identified intraoperatively and not retained; the proper surgical technique was used. The surgery was completed using an alternative device, and no patient impacts or consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.